Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative (rep) on 2021-apr-15. It was reported that the event has been considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for multiple sclerosis. It was reported that a motor stall occurred and the patient experienced an increase in spasticity. The pump logs were read on (B)(6) 2021 to troubleshoot the issue. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. No actions/interventions were taken yet and it was unknown if surgical intervention was planned. At the time of the report the pump remained implanted and in use, and the issue was not resolved, but the patient status was alive without injury. Additional information was received from the foreign healthcare provider via the manufacturer's representative (rep) on (B)(6) 2021. The logs provided indicated that the patient's pump stalled on (B)(6) 2021. As of (B)(6) 2021, the stall had not recovered and the pump was alarming because the stopped duration had exceeded 48 hours. Additional information was received from a foreign manufacturer's representative (rep) on (B)(6) 2021. It was reported that the patient's pump was replaced on (B)(6) 2021.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and wear; stall was due to the shaft bearing. Analysis identified residue and wearing on the upper shaft of gear number two. As per the logs, the pump administered baclofen (500.0 mcg/ml) and normal saline (6.7 mg/ml) as of on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.